Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. An unspecified xience alpine failed to cross for an unknown reason. Then a xience xpedition failed to cross due to anatomy and the whisper guide wire. As the xpedition was being removed it got stuck on the whisper guide wire. Both devices were removed as a single unit. Once outside the anatomy, it was noted that the guide wire had a fracture. There was no report of adverse patient effects or clinically significant delay. Subsequent to filing the initial report additional information received from the account confirmed that the whisper guide wire was broken in two pieces. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device which identified a separated shaft. Follow-up was performed; however, no additional information was provided regarding when the separated shaft may have occurred. The reported failure to advance and difficult to advance could not be tested as it was based on operational circumstances. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue.the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.method code 4114 was removed. Method code 10 added. Results codes 3252 and 3243 added. D10, h3: device status changed from not returned to returned.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. An unspecified xience alpine failed to cross for an unknown reason. Then a xience xpedition failed to cross due to anatomy and the whisper guide wire. As the xpedition was being removed it got stuck on the whisper guide wire. Both devices were removed as a single unit. Once outside the anatomy, it was noted that the guide wire had a fracture. There was no report of adverse patient effects or clinically significant delay. Additional information received by the account confirms that the whisper guide wire was broken in two pieces. No additional information was provided. ***device analysis noted the inner and outer member of the xience xpedition were separated.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The whisper wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. An unspecified xience alpine failed to cross for an unknown reason. Then a xience xpedition failed to cross due to anatomy and the whisper guide wire. As the xpedition was being removed it got stuck on the whisper guide wire. Both devices were removed as a single unit. Once outside the anatomy, it was noted that the guide wire had a fracture. There was no report of adverse patient effects or clinically significant delay. No additional information was provided.